Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes device experienced stopper creep out or loose closure. I would like to inform you of a material safety alert that occurred in the emergency department. The caps of the blue tubes (citrate) glass 4.5ml 367714 (light shelter) lot 0227178 become maladjusted during handling after sampling: during labelling, placing in the laboratory bags, on arrival at the laboratory by pneumatic means. The caps open and blood flows out of the tubes, with a major risk of blood exposure. The problem has been occurring for a fortnight, in a department that uses nearly 1,800 tubes per month. I look forward to a prompt response to this defect. Please accept, sir or madam, my best wishes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/7/2021. H.6. Investigation: bd received 6 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for shield stopper assembly (open cap) with the incident lot was not observed. Additionally, 10 retention samples from the bd inventory were visually inspected and functionally tested with no issues being identified. After handling the samples after the evaluations, no issues were identified with the shield and stopper assembly and, they did not become dislodged from the tube. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Manufacturer narrative:
H6: investigation summary no samples and no photos were returned by the customer in support of this complaint. Therefore, 10 retention samples from the bd inventory were visually inspected and functionally tested with no issues being identified. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. See h10.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes device experienced stopper creep out or loose closure. I would like to inform you of a material safety alert that occurred in the emergency department. The caps of the blue tubes (citrate) glass 4.5ml 367714 (light shelter) lot 0227178 become maladjusted during handling after sampling: during labelling, placing in the laboratory bags, on arrival at the laboratory by pneumatic means. The caps open and blood flows out of the tubes, with a major risk of blood exposure. The problem has been occurring for a fortnight, in a department that uses nearly 1,800 tubes per month. I look forward to a prompt response to this defect. Please accept, sir or madam, my best wishes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.5 ml 0.105m buffered trisodium citrate blood collection tubes device experienced stopper creep out or loose closure. I would like to inform you of a material safety alert that occurred in the emergency department. The caps of the blue tubes (citrate) glass 4.5ml 367714 (light shelter) lot 0227178 become maladjusted during handling after sampling: during labelling, placing in the laboratory bags, on arrival at the laboratory by pneumatic means. The caps open and blood flows out of the tubes, with a major risk of blood exposure. The problem has been occurring for a fortnight, in a department that uses nearly 1,800 tubes per month. I look forward to a prompt response to this defect. Please accept, sir or madam, my best wishes.